Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, empty easypump ii lt 270-27-s without packaging. The provided sample was subjected to a visual examination. Damages that would lead to a malfunction were not detected at the sample. After opening the big white top cap and removing the discofix cap, we detected solution (liquid) at the filling port (lli-cone). We detected no solution (liquid) at the patient connector. In addition, the sample was taken to a functional test respectively a leak test was carried out. Therefore the pump was filled up to the nominal volume of 270 ml with nacl 0.9 %. After starting the pump and waiting for 60 minutes the pump did not work (solution was not running). After these 60 minutes leakages were not detected. Because the sample is blocked a too high flow (as described by the customer) could not be determined at the received sample. Device history record (DHR): reviewed the DHR and no abnormality observed during in-process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in poland): wrong supply time